Manufacturer narrative:
Olympus confirmed the customer did not brush enough in their reprocess due to the cut k-wire. A device evaluation confirmed the customer allegation. The distal end hold ring insulation was less than a threshold value. Charge-coupled device (ccd) cover lens glue exhibited discoloration. The bending section cover was porous. The bending tube was deformed. Scratches were found in the connecting tube, grip, scope cover and universal cord. Angulation had play and was out of the specified value. The k-pipe of the forceps elevator was torn. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the angulation control of the videoscope was non-functional. The issue happened during preparation for use for an unknown procedure. The patient wasn't in the operation room at the time when the fault was found. So the procedure was not impacted. The procedure was completed with a similar device. The device was returned and a device evaluation revealed presence of foreign material in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that there was a foreign object attached to the forceps table, but it was not possible to identify what the foreign object was. Additionally, the knob wire had broken, resulting in insufficient brushing of the forceps table during user reprocessing. As a result, foreign matter adhered to the forceps base. The event can be detected/prevented by following the instructions for use which state the following: 1) "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope." 2) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.